Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 502 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed plunger push and the insulin did not exit. The customer stated that there was greater resistance than normal. The customer stated that the no delivery alarm was recurring. The reservoir will not be returned for analysis.